Manufacturer narrative:
The device in question was returned. Review of all applicable documentation in relation to the sterilization of these implants indicated all sterilization parameters were within the validated limits. Further, review of all environmental monitoring and periodic product testing did not reveal any condition that would have indicated a threat to sterility. Exact root cause of the infection is not known. At this writing, we are awaiting further information from the representative in relation to the exact dates of initial surgery and replacement.

Event description:
On (B)(6) 2013, we received a report that a patient had developed and infection after hip replacement.